Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to verify motion sensor test failure alarm and perform the displacement, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced low blood glucose. The customer's father reported that they received a motor error alarm. The customer's father stated that they were able to rewind the insulin pump due to motion sensor test failure alarm. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's father stated that they treated the low blood glucose with glucose shot. The customer's father stated that they were able to rewind the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the insulin pump was exposed to MRI. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.